Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, additional information is required.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that there was no alert notification. Data was provided for investigation. Confirmation of the complaint was not confirmed via data. The probable cause could not be determined via data.